Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module master software version is (B)(4), which is classified as remediated. No additional information is available.

Event description:
A customer reported an issue with the display on their precision xtra blood glucose meter. The meter is exhibiting signs of damaged display. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be a faulty pump head module. The pump head module was replaced to repair this condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The initial report inadvertently omitted that failure code 810:11 occurred a total of two times interrupting delivery on the occurrence date of (B)(6) 2010 per the event history review.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).